Manufacturer narrative:
The field service engineer (fse) noted an aspiration issue. The fse discovered the module had leaked near the glucose sensor and from under the cup. The fse replaced the glucose module and resolved the issue. The instrument conformed to the manufacturer's published performance specifications. This medwatch report is related to 2050012-2013-00024.

Event description:
The customer reported erroneous modular glucose (glum) results, for seven patients, on separate days, involving the synchron lx20 pro system. Subsequent analysis of the patient samples, on an alternate lx20 pro system, recovered glum results within the acceptable range and were reported. The erroneous results were not released out of the laboratory. There was no patient impact associated with this event. Quality control (qa) was within the acceptable range at the time of the event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. This is report one of two.